Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) around 400mg/dl with large ketones, nausea, and headache associated with an occlusion issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and discontinued insulin pump therapy. The reporter stated that the pump was emitting recurring occlusion alarms despite changing supplies. The cartridge and infusion set were reportedly used appropriately per instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an occlusion issue.